Event description:
(B)(6), rn at (B)(6) to report that pt was off of remodulin for unknown period of time d/t malfunctioning of her pump sn (B)(4); pt was switched to back up pump and restarted remodulin; however, she is experiencing s/e of nausea and diarrhea. Dates of use: (B)(6) 2018 to (B)(6) 2018. Diagnosis or reason for use: pah.